Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the o2 cell/sensor and flow transducer tests failed during pre-use check and replacement of the o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to o2 gas module.